Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of internal kit release data for lot 582002 confirmed that all results were within specification. Calibration and quality control data for the assay were also reviewed and found to be within expected ranges. Specificity calculations based on customer-provided data showed a slight overlap with the lower confidence limit, but no evidence was found to suggest that kit lot 582002 exhibited reduced specificity. The reported increase in false reactive results may be attributed to a "switching effect," where customers transitioning from a competitor assay to the elecsys hiv duo assay may observe a higher number of false positives initially. The customer reported no further false reactive results. The device remains in operation at the customer site.

Event description:
The initial reporter alleged an increase in false reactive results with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The customer reported that a total of (B)(4) measurements were performed using the hiv duo elecsys e2g 300 v2 assay with kit lot 582002. Of these, seven results were classified as false reactive.